Event description:
Report received indicated that several days after implanting the valve, the doctor felt that the valve was occluded and not draining properly. He explanted it and replaced it with no complications.